Event description:
It was reported that 40 days post-implant of an implantable cardiac monitor device, the location was noted to be warm, red, and swollen. The patient developed cellulitis at the implant site, leading to the removal of the device. Treatment for infection was administered. The patient was required to stay in hospital for 5 days with twice a day intravenous (IV) antibiotics followed by 1 week twice a day oral antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.